Manufacturer narrative:
Follow-up #1: date of submission 12/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: a review of the black box revealed multiple call service (cs) 064 alarms on 08/25/2014. There were no cs 064 alarms or any errors, alarms or warnings (eaw) that occurred during investigation. The product performed within specification. Unrelated to the complaint, moisture and corrosion was observed on the display screen and inside the pump. The pump¿s cover was removed; there was moisture on the pump¿s circuit, the display screen and to the pcb on the motor flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The pump reportedly emitted multiple call service 064 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.